Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was performed and the customer was instructed on how to clear the alarm. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The detailed trace analysis confirmed the pump alarmed low battery alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.